Manufacturer narrative:
Additional information reported that the stroke occurred (B)(6) 2015, and is considered to be related to the device. The patient had dizziness while changing the battery and had a controller power up, but "no alarm or sound started from the controller, so the patient became unconscious". After three minutes the wife found the patient "with a deviation of the labial rhyme" and reconnected the battery. The vad immediately started. On (B)(6) 2015 the patient had blurred vision and vomiting. The CT scan showed "an ipodensity area on right parieto occipital site like a recent ischemia." There was no medical or surgical treatment. The patient currently does not have any symptoms related to the stroke. "He is in good condition". The controller was replaced on (B)(6) 2015. The hvad is used for treatment not diagnosis. The pump ((B)(4)) and four batteries were not returned for evaluation. The controller was returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Analysis of the controller revealed that the controller passed visual inspection and functional testing. The reported "no power" event could not be confirmed since the controller performed as intended during bench testing; the "no power" alarm worked as intended. Review of controller log files revealed a controller power - up and associated motor start events logged on the reported event date; thus confirming the loss of power. Based on the investigation performed, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most probable root cause of the loss of power can be attributed to double disconnection of the power sources from the controller. In addition, it is likely that the patient's status and pharmacological factors such as use of anticoagulants were possible risk factors that contributed to the event as well. This is one of two reports (3007042319-2015-02112 and 02113) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the IFU: adverse events that may be associated with the use of ventricular assist devices, other than death, include device thrombosis and stroke. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02112 and 02113) submitted for devices related to the same event. Device remains implanted.

Event description:
It was reported by medical personnel that the patient had a controller power up and associated motor start event on (B)(6) 2015 indicating both power sources were disconnected. There was no alarm or sound heard from the controller. The patient is reported to have an occipital embolic ischemia stroke. It was stated that the doctor will replace the controller as soon as clinical conditions of the patient are improved. No additional information was provided.